Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, it was noticed that the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported.